Event description:
Information received from manufacturing representative (rep). Rep called from or in stage 1 procedure to report getting poor impedance readings that indicated open circuit. They said everything was replaced- new lead, test cable, ens, tablet (new and old), communicator- but was still getting poor impedance readings. Rep said everything was red, but prior to all the replacements segments b and c were yellow. Rep tested impedance several times during the case and variable readings. Caller confirmed the o arm was used to confirm appropriate lead placement. Despite this, the surgeon did end up adjusting the canula, which showed all yellow on the impedance test. Rep then suggested surgeon add unipolar connector. At that point there was indecipherable activity and talking for a few minutes. When caller returned to the phone they said the surgeon was very happy with what they were seeing, clinically. A final impedance test before the end of the call showed all green except for segment 1c. Additional information received from the manufacturing representative (rep). Rep reported that the cause of out of range impedances was unknown. Rep reported that all impedances were all within normal range during stage 2 implant and extension procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the lead (lot# 082n22924) revealed that the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542 (serial: (B)(6); product type: 0200-lead; brand name sensight; product ID b31040 (lot: 082n22924); product type: 0215-screening device; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a stage I lead implant involving the sensight lead, intraoperative testing resulted in out of range impe dances. The values varied, with the majority being high. Various troubleshooting steps were conducted, including using a second lead test cable, powering down and restarting the clinician tablet, employing a new clinician tablet/communicator and external neurostim ulator, and testing a new lead. Despite these efforts, impedances remained out of range. An o-arm spin was conducted, confirming accurate lead placement. The surgeon trialed the patient with test stimulation and confirmed sufficient clinical results to leave the lead implanted. No patient complications have been reported as a result of this event.